Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 system, and identified the failure mode as a faulty photometer. The fse replaced the photometer and performed lamp calibration to resolve the issue. (B)(4).

Event description:
A customer reported the generation of erroneous low total bilirubin (tbil) patient results on their dxc 800 system. The customer also reported tbil and direct bilirubin (dbil) qc (quality control) issues. The erroneous results were not reported out of the laboratory; hence, there was no change in patient treatment reported.